Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the shape of the right atrial (ra) lead changed following removal of the stylet due to the anatomy of the patient's heart. Dislodgement and increased thresholds were noted post operatively. The lead was revised and remains in use. No patient complications have been reported as a result of this event.